Event description:
It was reported that the customer experienced a blood glucose (bg) was "high" (specific value was not provided); cause was unknown. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address bg level. Tandem technical support determined that the pump functioned as intended and the customer acknowledged and understood pump was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.